Event description:
A female pt reported experiencing fusarium keratitis while using renu with moistureloc multi-purpose solution. According to her physician , the pt was diagnosed with corneal ulcer following complaints of eye redness with discomfort and photophobia. She was given treatment of natamycin gtt, zymar gtt, polysporin ung, and diflucan oral in 2006 for approx one month. A report was rec'd from the physician later that the pt does have fusarium keratitis (no report of culture done). The physician attributed the pt's eye conditions with use of renu with moistureloc multi-purpose solution. At about one month later, the physician reported the pt was improving. A corneal scar and a decrease in visual acuity 20/30 were noted as the permanent damage.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.